Manufacturer narrative:
Additional suspect medical device components involved: reference number: 10706843, product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20712267. Reference number: 10706846, product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 2000023284. Reference number: 10706848 , product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 2000023325. Reference number: 10706845, product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19271051.

Event description:
A report was received that the patient underwent a lead revision due to inadequate pain relief. The patient had a lead implanted directly over the location of the pain and one of the leads that was originally implanted was disconnected from the ipg and left implanted. The patient is recovering but is still not getting adequate pain relief.